Event description:
Subsequent to the initial medwatch report, the following information as received: the death was possibly caused by late stent thrombosis.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Death is a known adverse event as listed in the xience v instructions for use. Although a conclusive cause for the reported pt effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). Stent thrombosis is a known adverse events as listed in the xience v instructions for use.

Event description:
It was reported via trial that approx 6 months post direct xience v stent implantation in the distal circumflex (dcx) and the distal right coronary artery (drca), the pt died at home in bed. Reportedly, per the physician, the death was not related to the device or the procedure. The family has not provided add'l details. Although requested, there was no add'l info provided.